Event description:
It was reported that the customer entered a 0.7 unit per hour basal rate instead of a 0.3 unit per hour basal rate due to user error. Customer experienced a low blood glucose (bg) level of 40 mg/dl. Customer consumed glucose tablets to address bg level. Reportedly, customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide, "check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin." H3 other text : device not returned